Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation, and to correct information provided on the initial report. The following section was corrected: d8. Based on the results of the investigation, it was determined that the phenomenon, ¿the front panel switch does not function", was reproduced, and it was determined to be due to a failure of the front panel. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 12 years since the subject device was manufactured. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer's allegation was confirmed, the buttons were not working due to a faulty front panel not working properly and the front panel mouth being damaged. It was also confirmed that the scope port connector was loose due to a worn out scope socket and poor connection. The additional evaluation findings are as follows: replacement of non-olympus bulbs to olympus bulbs were recommended. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user fa.

Event description:
The customer reported to olympus that the evis exera ii xenon light source's front panel switches were not functioning, the buttons are not working properly or not at all, and that the scope port connector is loose. The issue occurred during reprocessing. There were no reports of patient harm.